Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the guest port cable was routed incorrectly. To resolve the issue, the technician rerouted the cable. The unit was tested, confirmed to be operating according to specification, and returned to service.

Event description:
The user facility reported that prior to a patient procedure the touch panel to their hexavue custom room rack was not working. No report of injury.